Event description:
It was reported that the ventilator's turbine module failed. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that device did not recognize the turbine module during pre-use check (puc). Identification of issue has been done by analyzing problem description. Based on technician statement, the turbine was defective and its replacement is necessary to resolve the issue. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported as a faulty turbine module may lead to stop of ventilation, if no oxygen gas has been connected to the ventilator system. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 09/11/2020; corrected manufacture date: 09/09/2020. Previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).